Manufacturer narrative:
The involved gas blender was manufactured in 2016 and according to the analysis of the complaints database no further events related to this unit have been reported in the past. The affected device has been returned back to the manufacturer's site for repair. Based on the investigation performed for similar cases, this kind of malfunction can be caused by: improper hospital gas supply (a minimum pressure of 2 bar per connection should be observed. Indeed, input pressure too low can cause a discrepancy in the target and actual values, leading to the reported issue); a missed gas blender warm-up phase (user error); defective gas blender's component (gas mass flow controllers and relative flow sensor). No concerning trend for similar issue identified. If any additional information pertinent to the reported event and impacting the investigation results is received, this complaint file will be re-opened and updated. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
**UDI related data quality updates only** this supplemental report is sent as correction to the previous submitted MDR to provide missing UDI code. D.4 additional unique device identifier (UDI) number (B)(4) has been added to the dedicated section.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4. The catalogue and sn are pending therefore, UDI is pending. H.4. Manufacturing date is pending. H10: livanova deutschland manufactures the gas blender system. The incident occurred in france. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that a gas blender displayed error meaning calibration issue alarm (e19) during a procedure. There is no report of any patient injury.